Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was suspected that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. The physician reported the estimated battery longevity is less than 3 months. Evidence suggests that no surgical intervention is scheduled at this time. No adverse patient effects were reported.